Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) and review of device data found this patient received inappropriate anti-tachycardia pacing (atp) and one 41j shock due to atrial fibrillation (af) with rapid ventricular response. The patients rhythm accelerated into ventricular tachycardia (vt). It was noted that the morphology changed and was uncorrelated. The shock converted both the ventricular tachycardia (vt) and atrial fibrillation (af). The nurse practitioner who was interrogating the device reported the patient received four shocks however, there were no episodes for review. Technical services recommended to confirm if this is rapid ventricular response (rvr) or vt/dual arrythmia. At this time, the device remains in service. No additional adverse patient effects have been reported.